Manufacturer narrative:
Type 2 diabetic patient reported that he wore an unknown size vgo for 6 days in (B)(6) 2016. The instructions for v-go indicate to change the v-go after 24 hrs; this would be off-label use. The patient stated he was trained in the hcp by a vgo representative. The patient wore one device for three days, changed the device and wore the second device for three days. The patient contacted his hcp because the patient had redness, itching, and his skin integrity was broken at the device site. The patient could not recall any other specific information about he site but he does have a scar on his abdomen. The patient had an appointment with the hcp and the patient was diagnosed with an infection requiring antibiotic therapy. The patient does not wear the vgo device any longer. The device was not returned for evaluation. Root cause for the infection is likely that the patient wore the v-go beyond 24 hours.

Event description:
Type 2 diabetic patient reported that he wore an unknown size vgo for 6 days in (B)(6) 2016. The instructions for v-go indicate to change the v-go after 24 hrs; this would be off-label use. The patient stated he was trained in the hcp by a vgo representative. The patient wore one device for three days, changed the device and wore the second device for three days. The patient contacted his hcp because the patient had redness, itching, and his skin integrity was broken at the device site. The patient could not recall any other specific information about he site but he does have a scar on his abdomen. The patient had an appointment with the hcp and the patient was diagnosed with an infection requiring antibiotic therapy. The patient does not wear the vgo device any longer. The device was not returned for evaluation.